Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited insufficient adhesive in the screw holes of distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the peeling of the distal end from the fixing screw is unable to be identified. The event can be detected and/or prevented by following the instructions for use which state: instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260 important information ¿ please read before use warnings and cautions -do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. -do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. -do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. -do not twist or bend the bending section with your hands. Equipment damage may result. -do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.